Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 263 mg/dl. Pt was feeling dizzy, nausiated and hot / cold. Pt's relative took pt to the hosp. At the hosp blood glucose was 190 mg/dl from a lab test. Pt was given an IV drip to help pt's blood glucose and nausea.